Event description:
It was reported that this right atrial lead experienced difficulty to be inserted. Multiple attempts were performed during the initial procedure. Eventually the procedure was completed and x-rays were performed for evaluation. This confirmed the issue was still present. An additional procedure was performed in order to resolve the event. This lead remains in service. No further adverse patient effects were reported.